Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The pump powered with an auditory and vibratory alarm to a blank screen. The alleged intermittent power complaint was unable to be adequately investigated due to the blank display. The pump cover was removed to find no intermittent conditions to the printed circuit board. An eeprom component failure was concluded as the cause of the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.